Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis. The customer was not feeling well enough to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.